Manufacturer narrative:
The customer was contacted for return of the suspect product and clinical log. The product and clinical log files have not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to defibrillate a 71-year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.